Event description:
It was reported that this right atrial (ra) lead has found perforated in the lateral atrial wall due to lead dislodgement which was confirmed via echo and fluoroscopy. Pericardial and cardiac window was performed as patient experienced effusion. This ra lead was explanted, replaced with the same model and will not be returned. No additional adverse patient effects were reported.